Manufacturer narrative:
B3: event date - estimated as 45-days post implant with implant date noted as (B)(6) 2025. B5 describe event or problem: updated with additional information received h6: impact code added. H6: device code added.

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted. During the procedure the appendage was noted to be heavily pectinated, and the closure device was implanted meeting the position, anchor, size and seal (pass) criteria. The patient was discharged. The patient had a routine 45-day follow up computed tomography (CT) scan and noted the closure device did not meet the position portion of the pass criteria, and a 2mm closure device leak was noted. The patient was brought back later for a follow up transesophageal echocardiography (tee). Discussions are ongoing to determine next steps for this patient at the time of this report. It was further reported that the patient called the watchman patient call center. The patient stated that during a routine follow up tee, the physician said that there were two small leaks, and the physician placed the patient back on direct oral anticoagulant (doac) eliquis at that time. The patient mentioned they are currently taking eliquis.

Manufacturer narrative:
B3: event date - estimated as 45-days post implant with implant date noted as (B)(6) 2025.

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted. During the procedure the appendage was noted to be heavily pectinated, and the closure device was implanted meeting the position, anchor, size and seal (pass) criteria. The patient was discharged. The patient had a routine 45-day follow up computed tomography (CT) scan and noted the closure device did not meet the position portion of the pass criteria, and a 2mm closure device leak was noted. The patient was brought back later for a follow up transesophageal echocardiography (tee). Discussions are ongoing to determine next steps for this patient at the time of this report.